Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: fourteen samples were received for investigation. A visual inspection showed damage to the shoulder of the syringe barrel. The noted damage resulted in a hole being present. The sealed packages were opened and examined with no defects or anomalies found. The samples were then leak tested and no leakage was observed. A quality alert was issued to production to heighten awareness to this potential issue. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly. No non-conformities were found as a result of the DHR review.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was blood leak: blood was exposed due to a broken syringe. There was patient involvement and no patient harm/adverse event reported.